Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that after the surgical implantation of the asr hip implant device, patient suffered symptoms and damage to her body including but not limited to pain and discomfort; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; chromium and cobalt metal toxicity; lack of mobility; and other complications. Update 10/03/2013- plaintiff¿s preliminary disclosure form was received, which identified side, dob, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update jul 18, 2017: medical records received. After review of the medical records for MDR reportability, in addition to what was previously alleged, revision notes reported fluid in the hip joint and metal wear debris on the trunnion. There was no mention of metallosis or pseudotumors. No laboratory values provided for the alleged chromium-cobalt toxicity. Stem and sleeve were added due to the reported metal wear and chromium-cobalt toxicity. Product information was updated. This complaint was updated on: aug 7, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.